Event description:
Incident with pediatric pt in which lines on device "clamped off". When unclamped, one of the lines split. Due to a drop in line pressure, blood started to run up the line and then out of it. Nurse removed line (extension set) to stop further bleeding. "No detrimental affect of pt reported due to attendance of medical staff". Device connected to central line.

Manufacturer narrative:
Eval summary: actual device was 'heavily contaminated' and was not returned for eval. Two unused samples of the same lot were returned and tested per specifications and no aberrancies were noted. The slide clamps on each lead of tubing were closed and pressure tested with 45 psi of water and no leaks were detected. The slide clamps were then opened and closed for a total of 24 cycles and after every 6th cycle pressure tested with water at 45 psi and no leaks were detected. On the 24th cycle the slide clamps were left in the closed position for 24 hours and then subjected to a 45 psi water pressure test and no leaks were detected.